Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he put in a new sensor this morning and had to throw it away immediately. Customer inserted a new sensor but keeps getting a lost sensor alert. Customer stated that when he removed the needle, the cannula came out with it. Customer took it out and threw it away. Customer was advised that a replacement sensor will be sent.